Manufacturer narrative:
The complaint of a catheter leak was confirmed, and the cause appears to be use related. The product returned for eval was a 4fr single lumen groshong catheter with the stylet returned separated from the catheter. Usage residue was seen throughout the sample. The overall length of the catheter measured 60.3cm, and contained depth markings 5cm-60cm. A small circumferentially aligned split was seen in the catheter at the 59cm depth marking. The sample was patent to infusion using water from a 12cc syringe, with leaks seen emanating from the split. During functional testing, a spraying leak was also seen emanating 2.3cm from the distal end of the catheter when pressurized. Microscopic examination of the split site revealed the split to be depressed within the catheter material. Microscopic examination of the inner lumen surface showed abrasive damage unique to the inner surface, in that it did not penetrate through the catheter material to the outside. This damage consisted of angled slits, equally spaced apart, it was seen to be of the same size and shape of the stylet wire coils. This damage was also observed in a non-leak region. The observed damage is a known failure associated with damage to the catheter caused by friction with the stylet and is cautioned within the IFU for this device. A lot history review (lhr) of rexb0554 showed no other similar product complaint (s) from this lot number.

Event description:
Upon flushing the catheter, it leaked one inch distal to the syringe. Returned catheter shows the leak is 2.3 cm from the groshong plug.